Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported there was a change in therapy effect that started ¿almost¿ six months prior to this report date. The patient stated, ¿I feel like my pump is not working anymore¿ and ¿I don¿t feel like I¿m getting any pain relief to my back.¿ the health care provider reportedly increased his medication dose ¿twice by 2%.¿ the patient stated he was ¿getting worse.¿ it was also stated the patient¿s physician decreased his oral percocet from ¿four¿ to ¿three.¿ since the pump issues began, the patient developed a new pain in his abdomen. The patient stated, ¿whichever side I wake up on, I¿m paralyzed.¿ it was said it takes the patient ¿hours¿ to get out of bed. It was stated the patient ¿knows" he was not getting delivery of the morphine. The provider performed diagnostic tests and the patient was told the pump was working fine. The patient stated, ¿what if my tube running to my back has been damaged or comes loose or something like that. It¿s not going to show up on these numbers.¿ the pump was delivering morphine.